Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04633, 0001825034-2018-04637, 0001825034-2018-04635, 0001825034-2018-04634. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the end tip broke off during a procedure. One piece fractured into the patient and was retrieved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned reamers confirmed the reported event as the reamer tips have fractured. Material analysis of the reamers confirmed that they were made of the correct materials per specification. Analysis of the fracture surface determined that the reamers experienced a bending overload fracture near the base tip. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to user error as all returned reamers experienced a bending overload fracture indicating that excessive force was applied. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.